Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause for the image black out was not established. However, the following factors may have contributed to the reported issue: ·the video connector was connected while a foreign material or stain adhered to the contacts of the video connector or the contacts of the video system center, which led to connection failure. As a result, the circuit board in the connector became faulty. ·the circuit board in the connector became faulty due to sporadic overcurrent such as static electricity. Furthermore, overcurrent can occur due to connection/disconnection of the video connector while the system was powered on, leakage current from other devices and electrical wiring, or adhesion of dust or moisture to the electrical contacts of the video system center or the video connector and became faulty. ·the circuit board in the video connector has had no repair history since delivery in september 2018 for about five years and three months. Therefore, it had been gradually deteriorated over time due to repeated electrical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspection of the endoscopic image: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope image blacked out three times and an error signal appeared stating: please contact your dealer. The image recovered after restarting, but the error occurred every ten minutes. The issue was found during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.